Manufacturer narrative:
Patient's date of birth unavailable from facility. Patient's weight unavailable from facility. Device model, lot and UDI numbers unavailable from facility. Due to device lot number being unavailable, the 510k number is unable to be identified. Device manufacture date could not be determined due to device lot number: unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) and a right atrial (ra) lead. An attempt was made to first extract the rv lead using a 14f spectranetics glidelight device; however, the rv lead broke in the attempt. The physician then moved to the ra lead for extraction, also using the 14f glidelight and a lead locking device (lld). The ra was successfully extracted; however, after extraction the patient's blood pressure dropped and an effusion was noticed on tee. Rescue efforts began immediately, including sternotomy. A right atrial appendage tear was discovered. Repair was successful. The fragment of the rv lead, which was unsuccessfully attempted to be snared from groin, was ultimately removed via atriotomy by the cardiothoracic surgeon. The patient survived the procedure.